Event description:
It was reported during a surgical procedure of the hand/wrist the 2.0mm cannulated drill/qc 150mm broke off. A 30 minute delay reported and the procedure was completed successfully. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I have reviewed the complaint description and the accompanying xray. I cannot confirm that a drill bit broke because I cannot see that in the image provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and reported avalign technologies-nemcomed manufactured the 2mm cannulated drill bit, part #310.221, and lot #7033701 on po #1421750 for 223 pieces dated december 10, 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 5, 2012 and to the synthes final inspection sheet #ns059354, revision ¿b¿. The parts were released to the warehouse on december 14, 2012. There were no material review reports, nonconformance reports or complaint related issues with this lot. The 2mm cannulated drill bit was made to the synthes drawing p/n 310.221, revision ¿e¿, released on 8/28/2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.